Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-12, additional information was received from the patient in response to follow up questions they were sent. The cause of the shocking and tingling in undesired locations was due to the how the device intensity, rate and wave length were configured. They worked with a local rep who was able to help correct this issue with reprogramming. The pt confirmed the issue is resolved and they are very satisfied with the device and the level of service provided to them.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated they have two stimulators one on each side, that were both performed by different surgeons. Patient stated the doctor had to crack their chest open to insert battery and then wire the leads up the neck and into the forehead and eyebrows. Patient asked about side effects of the device as they feel shocking and tingling in other parts of the body at times, in the arms or other places not in their head. Agent reviewed they cannot speak on that since this is an off label use. Patient also asked about the settings for both stimulators, as the right implant had intensity at 5.0 and rate at 1200, but when they had the left lead implanted on (B)(6) 2022, they were told they need to have both rates at 600 and 600 and not exceed 1200. Patient stated in order to feel pain relief, they had to turn stimulation up high and asked if that was a device malfunction. Agent continued to redirected patient to healthcare provider. When agent reviewed role of rep, patient stated they do not want reprogramming as they like both programs at this time. Patient asked what doctor to reach out to, their surgeon or neurologist. Agent redirected patient to both neurosurgeons listed on file.